Event description:
Additional information clarified the event and reported that the patient experienced a fall, with an increase in muscular tone. The distal (spinal) segment of the catheter had dislodged/migrated. A catheter revision was performed. The patient's pump contained lioresal at a concentration of 2,000 mcg/ml and a dosage of 500 mcg/day. The patient required hospitalization due to the event. The patient's outcome was noted to be a non-serious injury.

Event description:
Prior to the revision the patient fell with subsequent increase in spasticity. The dye study showed the catheter coiled up at the anchor site.

Manufacturer narrative:
Catheter connector model # 8709sc, lot # n276889007, implanted (B)(6) 2011, explanted unknown; catheter proximal revision kit model # 8596sc, serial # (B)(4), implanted (B)(6) 2011, explanted unknown.

Event description:
It was reported that the patient's catheter dislodged/migrated out of the intrathecal space; this was confirmed. A catheter revision was performed on (B)(6) 2011; the distal segment was replaced and the proximal section was clamped with drug in it. There was a confirmed prime of the new distal section of 0.083 mls. No patient symptoms were reported; the patient's status was undetermined at the time of the report. The medication administered via the pump was baclofen 2000mcg/ml concentration (the daily dose was not provided). Additional information has been requested, but was not available as of the date of this report.